Event description:
A surgeon reported unexpected postoperative refractions ou following bilateral intraocular lens (iol) implant surgery. The surgeon reported he had not placed the horizontal marks on the iol when the pt was sitting; the incision marks were not placed as needed. The left eye had an iol rotation of 15 degrees. The surgeon rotated the iol and made some refractive cuts. The hyperopia and the astigmatism decreased and the visual acuity improved. The pt was reported to be happy. Two medical device reports are being filed for this report. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis. The device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Add'l info was requested on 05/13/2008 by phone and on 05/21/2008 by site visit. This report was mailed to FDA on: 06/11/2008.